Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Customer experienced a low blood glucose (bg) of 43 mg/dl; cause was unknown. The customer drank carbohydrates to treat bg. Reportedly, the customer continued using the pump for insulin therapy.